Event description:
A surgeon reports an unexpected post-operative refraction following intraocular lens (iol) implant surgery. The lens was explanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Ther have been no similar complaints reported for this lot number. Additional information has been requested.